Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the folate precision, run on the architect i2000sr analyzer, is not acceptable. The customer also stated that the folate control values are erratic. The customer has used folate reagent lots 42964jn00, 51939jn00 and 42908jn00 and folate calibrator lot 50916jn00 and 50939jn00 with no resolution. There is no impact on the patient management reported.